Event description:
It was reported that the nurse noticed yellow fluid on the bed. Upon checking the tubing, a small leak was noted at the filter. Total parenteral nutrition (tpn) 3.8ml/hr over 24 hours was infusing at the time of the event. The central line nurse and neonatal nurse practitioner (nnp) were notified, both came to bedside and assessed the tubing. Starter tpn and glucose check were ordered by nnp, the blood glucose reading was 97mg/dl, and the tpn was hung by the central line nurse at 1015. The event occurred at neonatal intensive care unit (nicu). There was no patient injury. The customer provided a photo of the involved product.

Manufacturer narrative:
The customer¿s report that the set was leaking at the micron filter was confirmed. The set was visually inspected for obvious damage such as cracks, kinks, holes, and tears in the tubing and its components. Light yellow liquid was observed within the micron adult filter and throughout the set. Sticky residue was noted on the surface of the set¿s filter. No anomalies or evidence of damage were observed on the filters or the set upon initial visual inspection. The set observed small droplets of fluid leaking from the micron filter¿s top and bottom air vent (termed ¿weeping out¿). The set was pressure tested and small droplets of fluid leaking from the micron filter¿s top and bottom air vent. The root cause of the leak was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Per customer, the requested patient demographics is not available.

Event description:
It was reported that the nurse noticed yellow fluid on the bed. Upon checking the tubing, a small leak was noted at the filter. Total parenteral nutrition (tpn) was infusing at the time of the event. The central line nurse and neonatal nurse practitioner (nnp) were notified, both came to bedside and assessed the tubing. Starter tpn and glucose check were ordered by nnp, the blood glucose reading was 97mg/dl, and the tpn was hung by the central line nurse at 1015. The event occurred at neonatal intensive care unit (nicu). There was no patient injury. The customer provided a photo of the involved product.